Event description:
It was reported that a patient experienced a connection issue between their catheter adapter and their transfer set. The reporter stated that they did not notice anything unusual that would cause the transfer set to disconnect from the catheter adapter. The problem was resolved by replacing the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number is either h14a07064 or h14d21044. Catalog number is either 5c4483 or 5c4482. The transfer set was not returned; therefore, a device analysis could not be completed. A batch review was conducted for potentially associated lot numbers with no issues noted during the manufacturing process. There were no deviations from standard procedure. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.